Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached depression. Partial lead in segments returned and analyzed. All conductors were stretched and had blood/body fluid (not obstructed). The outer insulation was melted and the helix was distorted/bent.

Event description:
It was reported that during routine upgrade from a pacemaker to an implantable defibrillator that the right ventricular lead was explanted and replaced based on medical judgement. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.